Event description:
It was reported that a device alarming "high pressure"; bad lens was experienced.

Event description:
It was reported that a device alarming "high pressure"; bad lens was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "high pressure" alarms. Functional testing was performed and it was found that the device exhibited a "high pressure" alarm. The lens on was found to be cloudy. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported alarm issue. The downstream occlusion sensor and bad lens were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating the reported the event did not occur while in use with a patient.